Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/01/2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of loss of connection. The transmitter has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and transmitter failed to pair error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.